Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver called regarding a missed meal announcement on the ilet following breakfast, with blood glucose measured at 197 mg/dl and no symptoms reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no need for medical care or hospitalization. Investigation included customer care agent troubleshooting and user education on appropriate use of meal announcements. Investigation of this case revealed user error related to a missed meal announcement without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.